Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the needle bent and / or broke when introducing the aspirated medicine through the rubber of the serum bottle."

Event description:
It was reported that needle break occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter,: "the needle bent and / or broke when introducing the aspirated medicine through the rubber of the serum bottle."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 0027687, maintenance record analysis and quality notification analysis no deviation was found for this batch. No samples / photos were sent by the customer for evaluation so it was not possible to performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.